Event description:
Pump was reported to be shutting down randomly. There was no adverse impact to the customer¿s blood glucose level. The customer declined to follow up, and no additional information was received regarding the outcome of the event.